Manufacturer narrative:
An abbott field service individual was dispatched to the account and found the mixer (part 09d59-02) was bent and the coating was missing from the tip. The part was replaced and the analyzer was returned to normal operation. No additional falsely elevated magnesium results were reported after the repair. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, instrument log review, and instrument service review. No returns were made available from the customer site for this evaluation. Architect c8000 analyzer serial number (B)(4) service history was reviewed and no contributing factors were found on or around the date of the issue. Instrument log review found error code 5709 (mixer timeout while moving to lower limit) occurred after code 6021 (clean mixer) action was completed as part of weekly maintenance before the discrepant results were observed. Probable cause of error code 5709 included in the product labeling includes a bent mixer blade. Historical complaint data was reviewed. No adverse trend or systematic issue was identified for the issue identified in the complaint. Product labeling was reviewed and found to be adequate. The issue was resolved through normal troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation for the architect c8000 analyzer serial number (B)(4), no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium patient results while using the architect c8000 analyzer. The following data was provided. The customer uses normal range 1.6 to 2.6 mg/dl. (B)(6): sample 1 initial 2.7, repeat using another analyzer 1.3. Sample 2 initial 2.3, repeat using another analyzer 1.3. The patient historically had low magnesium, and was taking medication to increase magnesium levels. When the initially high results were reported, the medication was withheld for several days until the corrected reports were sent. Multiple unsuccessful attempts were made to obtain information related to the medication name, dose, frequency, and impact to patient management. No information is known related to patient harm as a result of the withheld medication.